Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿IV fluids started and infusing, chamber alarmed "air in line', alarm and pump restarted. Upon rechecking IV pump, noted a red light alarm, no audible alarm, and error message " chamber error". IV site flushed with normal saline without problem and a new IV chamber was placed and IV fluids restarted at current rate. However, 1 ml total of ivf infused from a 3.4 ml/hr ordered rate during a 40 minute period." There was patient involvement but outcome is unknown.